Event description:
It was reported that during dft testing to test the sensing of the rv lead, the device was unable to convert the induced arrhythmia. The patient was rescued with external defibrillation. The device was explanted and replaced without complication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of undersensing could not be confirmed. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received noted that ventricular fibrillation undersensing was observed during device explant.